Manufacturer narrative:
A limitation of the echo, according the operator manual, is that hemagglutination reactions graded 1+ or less in tube, may not be detected on the echo.

Event description:
Customer reported an unexpected negative reaction with anti-d series 5 on a patient sample run on the echo. Customer had run the sample in tube using anti-d monoclonal blend and had positive (3+) reactions.